Event description:
It was reported that approximately 2 hours into a da vinci s hysterectomy procedure, during the pre-aortic node dissection, arcing was seen from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The mcs instrument was immediately removed, and the tip cover was replaced. A small burn was found on the vessel, however, no significant damage was reported and no additional procedure was required. The planned surgical procedure was completed without significant delay. No adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.